Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: investigation results were already submitted on the initial medwatch report if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported, that the power tool did not stop when drilling intra-operatively although the trigger had been released. This is report 2 of 3 for (B)(4).

Manufacturer narrative:
This device was used for treatment, not diagnosis. Date of event, unknown. Device is an instrument and is not implanted / explanted. Device was received for evaluation (date unspecified). Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. Review of manufacturing records has been requested. Service center waldenburg reports, the service history review of the device has been performed. The review indicates that the device has not been serviced during the past 6 months. There is no information relevant to the current complaint issue. During the pre-repair diagnostic assessment, the service technician identified the following failure code: _eay_ handling faulty and cazb_ control unit not functioning, defective. The power module 05.001.202 sn (B)(4) and (B)(4) were checked and opened: sn (B)(4): service led was on, rests of liquid was found in the front side of the hall sensor print. As described in the instructions, the power module should not be washed, disinfected, or sterilized. There was no function and display was deep-discharged. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.